Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope] 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a pierced universal cord, the connecting tube has coating peeling, deterioration or breakage of the adhesive, the control unit has a scratch, the switch box has a scratch, the universal cord has a dent, the universal cord has a scratch, the protector of universal cord on control section side has a scratch, the angle wire became longer than normal, the control section is broken, there is buckling and deformation of the channel, the connecting tube has a dent. The control section is broken, the sc cover unit has discoloration, the sc cover unit has a scratch, the s-connector has a scratch, the insertion tube rotation ring has a scratch, the ud plate has a scratch, the grip has a scratch, the angulation lever has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope has water leakage. The issue was found during unknown procedure. Inspection and testing of the returned device found a pinhole on the universal cord, with loss of water tightness. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.